Event description:
It was reported that on (B)(6) 2005 the patient presented discogenic lower back pain with the preoperative diagnosis of spondylolisthesis, l4-5; spinal stenosis, l4-5 and radiculopathy. The patient underwent a surgery which entailed a -5 tlif 90d fusion with op1 augmentation. Per the operative report the ¿complete laminectomy of l4, complete laminectomy of l5 were performed through bilateral maxus minimally-invasive surgical approaches. The morsellized left-side pars takedown provided bone graft, which was mixed with op1. Pedicle screws were placed under direct visualization and fluoroscopic control into l4 and l5, the disk space distracted. The tlif then performed. Complete resection of the disk space through a left-sided approach was performed, the nerve roots protected, and the dural sac protected throughout the case. With complete diskectomy and end plate roughening performed, a sizer was placed determining the height of the implant, the implant was impacted with op1 and rhbmp-2/acs. Rhbmp-2/acs was placed anteriorly. Bone graft was then impacted into place, and then the cage with impacted bmp was placed posterior to this and impacted into position. Confirmed on ap and lateral fluoroscopy to be in anatomic position. Morselization of the bone was then performed, and the rhbmp-2/acs was impacted into the facet joint on the contralateral side for facet arthrodesis. Intertransverse fusion was then performed bilaterally and the hardware tightened into compression. Final locking of the 90 ds screws was performed. Irrigation and layered closure of the multiple incisions performed. No complications occurred.¿ per the intraoperative fluoroscopy ¿images of the lower lumbar spine and upper sacrum demonstrating posterior metallic fusion of what appears to be l5-s1. The exact levels cannot be determined as there is the appearance of what could be transitional anatomy of the lumbosacral junction.¿ on (B)(6) 2005 the patient was discharged from hospital. In the discharge summary it was recorded that: ¿some postoperative left leg weakness noted.¿ on (B)(6) 2005 the patient presented left l5-s1 numbness and left l5 weakness without pain. Per the doctor¿s notes: ¿radiographs show anatomic alignment of the construct. Examination shows 4+/5 ehl weakness, normal anterior tibialis strength. Normal s1 strength; (he) had numbness at the sole of the foot in the dorsum and lateral aspect of the foot; (and) left leg radiculitis with signs.¿ on (B)(6) 2005 a CT scan of the lumbar spine was conducted which demonstrated: ¿status post posterior osteometallic fusion at l4-l5 with an interbody cage noted at l4-l5 and immature bone graft material surrounding the right posterior fixation rod. There is no evidence of fracture of the surgical hardware. The right transpedicular screw at l4 appears to extend slightly laterally beyond the lateral cortex of the right l4 pedicle, soft tissue seen in the region of the left l4 laminotomy site, likely representing granulation tissue. There is no evidence of a focal fluid collection. Mild spinal canal stenosis seen at l3-l4 secondary to a diffuse disk bulge, with minimal narrowing of bilateral neural foramina at l3-l4. 3-mm retrolisthesis of l4 on l5. No evidence of acute fracture seen.¿ on (B)(6) 2005 the patient presented with left l5 stretch numbness and weakness. ¿he is concerned with the numbness in the l5 distribution. His motor examination shows 4/5 ehl and peroneal weakness. CT scan evaluation dated (B)(6) 2005 shows the pedicle screws in anatomic position, the graft in anatomic position, the contralateral facet fusion in anatomic position and no compression of the left l5 nerve root. On (B)(6) 2005 the patient presented left l5 stretch numbness and weakness. The patient stated that his sensory dysesthesia in the foot is gradually changing. His motor examination shows that his 4+ ehl has now increased to 4-1/2+ strength. His peroneal weakness has resolved to 5/5 strength. CT scan (B)(6) 2005 shows the construct to be anatomic without compression in the left l5 nerve root.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.